Event description:
Reporter indicated that vns patient had passed away, due to an unexpected death during sleep. No autopsy was performed. Death certificate lists "seizure activity" as the cause of death, due to or as a consequence of "congenital brain anomalies and metabolic disorders". The patient reportedly experienced no change in seizures with the vns therapy and was receiving therapy at the time of death. In the twelve months prior to death, the patient averaged 30 complex partial seizures and 90 tonic seizures per month. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Treating neurologist indicated that the relationship between the vns therapy system and the cause of death was unknown. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.